Event description:
The aci distributor reported to the aci sales professional on (B)(6) 2010 that a patient (gender and any other information not provided) underwent a peripheral intervention (exact date unknown). It was reported that prior to the intervention, a CT angiogram was performed which revealed pci and pvd. Access was obtained using a 6f cordis 11cm sheath via a retrograde puncture in the common femoral artery. Reportedly, the vessel wall was "very sick." A post common iliac artery stent, angiogram was performed following the procedure and the interventional radiologist who is a trained user of the mynx, chose the device for femoral artery closure. While trying to advance the mynx device, the physician reported feeling resistance. At this point, an angiogram was performed which revealed a dissection. The physician aborted the mynx closure and placed a stent to treat the dissection which was reported to be located in the external iliac. Manual compression was used to achieve hemostasis. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the cause of the reported arterial dissection could not be conclusively determined. It was reported that CT angiogram revealed peripheral vascular disease (pvd) and the vessel was described as "very sick". Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.